Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl. After each alarm, the customer changed the infusion set tubing and site. Insulin delivery was resumed and a correction bolus was delivered to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.